Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. Another was inserted. No sutures were required to close the wound.